Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated, a suprarenal, a limb extension, and a non-endologix product in 2014. It was noted that the initial implanted was treated outside the indications for use; hypo-snorkel. Patient presented for a routine follow-up where the physician identified the loss of overlap potentially due to aorta remodeling. In addition, it was noted that there might be a possible leak and left il aneurysm growth. The physician elected to treat the patient with endologix and non-endologix products. Procedure was successful and without incident. The patient is reported as stable.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; iliac sac growth, and secondary endovascular procedure. The reported indeterminate leak was refuted, rather there were evidence of an endoleak type iiia of the iliac components. Additionally there was evidence to reasonably support the following observation; aortic sac growth, suprarenal stent caudal movement (verified in a still image). The most likely cause of the distal loss of seal was the placement of the stent in an off-label iliac anatomy with concomitant use of product outside the IFU. Reportedly, the progressive aortic remodeling likely contributed to the loss of overlap in the main body and the iliac limb extension. Procedure related harms and final patient disposition could not be ascertained due to lack of the medical information surrounding the secondary endovascular procedure. However it was reported that the patient was in stable condition post the repair procedure. To date there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015; field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. There have been no further reports of negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.